Event description:
A malfunction was reported with the pump. There was no adverse impact to the customer's blood glucose level. The technical support team assisted the customer in resetting the pump and provided instructions to call back if the malfunction code reappeared, allowing the customer to continue using the pump without issue.